Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It has been reported that after opening the two unsterile covers of the biomet bone cement, the inside sterile cover was found to be in an open condition .the inside powder packing which is sterile was found open inside the unsterile packing. The outer box as well as the unsterile pack was in perfect condition and untampered with, only the inside sterile packing was open.

Manufacturer narrative:
(B)(4). The device was not be returned to the manufacturer. Therefore it could not be analyzed. The reported event could not be confirmed. The review of the device manufacturing quality record indicates that (B)(4) products biomet bone cement v, reference 3005550011, lot number a504bg2902 were manufactured on 22 may 2015. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the event described in the complaint. No other similar complaints have been recorded on this issue for biomet bone cement v, reference 3005550011, lot number a504bg2902 within one year. According to available data, the most probable root cause is due to packaging issue (sealing process). Corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be field accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that after opening the unsterile cover of the biomet bone cement, the inside sterile cover was found to be in an open condition. The inside powder packing which is sterile was found open inside the unsterile packing. The outer pouch as well as the unsterile packing was in perfect condition and untampered with, only the inside sterile packing was open. An other product was used to finish the surgery. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The device was not evaluated as the batch number was not communicated and the product was not returned. The device was not returned to the manufacturer. Therefore it could not be analyzed. The device manufacturing quality record could not be reviewed as the lot number of the product were not communicated. With the available information, the exact root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Lot number not communicated.

Event description:
It has been reported that after opening the two unsterile covers of the biomet bone cement, the inside sterile cover was found to be in an open condition .the inside powder packing which is sterile was found open inside the unsterile packing. The outer box as well as the unsterile pack was in perfect condition and untampered with, only the inside sterile packing was open.